Event description:
The da vinci sureform 60mm robotic stapler's extremity joint, which is has a rubber cover, the equipment came out of the patient damaged. A piece of the broken rubber that surrounds the stapler joint, was not attached.